Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro stayed activated even when the toggle switch was confirmed to be in the off position. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning as it was retained by the hospital.

Manufacturer narrative:
The device was discarded by the hospital. Since the product was not returned, an investigation could not be performed. Results: a lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4)